Event description:
A female reported that she experienced an event after using an unspecified product. Her doctor's office reported that the patient was diagnosed with uveitis and a corneal ulcer. It was noted in her medical records that she sleeps in her contact lenses and that her current lenses were one month old. It was also stated that there is no documentation in the patient's records that she used any bausch & lomb product. No further information was provided.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. It was also stated that there is no documentation in the patient's records that she used any bausch & lomb product. Based on available information, no causal factors can be determined, and no conclusion can be drawn.